Manufacturer narrative:
Additional information: h3, h4, h6 and h10. The actual device was not available for evaluation; however, eight retained samples were evaluated. Visual inspection of the eight retention samples did not identify any abnormalities that could have contributed to the reported condition. The eight samples were leak tested under water and no leaks or abnormalities were identified that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The likely cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge dn prime line, an external blood leak was observed from the venous dialyzer line. A blood loss of approximately 150 c.c. Was reported. The product was changed and the therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.